Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient experienced a skin infection. The patient had an itching sensation at the needle puncture site, and by the next day, the area was inflamed/swollen and red, stretching to the size of the sensor patch perimeter. On (B)(6) 2023, she was concerned about the worsening condition and went to a clinic for evaluation. During the visit, the health care provider (hcp) removed the sensor, cleansed the accumulated pus, and made small incision in the skin with a lancing tool (razor blade edge), drained the area, and packed the wound with gauze strips. The patient was prescribed a 10-day course of oral antibiotics (amoxicillin, dosage not specified); along with a topical steroid medication (triamcinolone cream). The infection resolved within two weeks following treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.